Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that after t1 and t2 implanted, when the knot tying, suture was not tying properly. No patient injury or complications were reported.